Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the nurse conducted infusion treatment for the patient. She found that the heparin cap of the indwelling needle leaked when connecting the indwelling needle to the exhaust. The fluid still leaked after the reconnection and tightening.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9023857. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the nurse conducted infusion treatment for the patient. She found that the heparin cap of the indwelling needle leaked when connecting the indwelling needle to the exhaust. The fluid still leaked after the reconnection and tightening.